Manufacturer narrative:
Date sent to the FDA: 09/28/2020. A manufacturing record evaluation was performed for the finished device pl5952 batch number, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent reattachment of retinal detachment on (B)(6) 2020 and suture was used. During the surgery, the suture broke. Changed to another device to complete the procedure. There were no adverse patient consequences reported.